Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button on the pump was no longer functional. The customer's blood glucose level was 127 mg/dl. Reportedly, the customer was able to access the pump features by connecting the pump to a power source. Reportedly, the pump would continue to be used for insulin therapy.